Event description:
It was reported that the right ventricular (rv) lead had a polarity switch from bipolar to unipolar due to low impedance. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: addr01 implantable pulse generator (ipg) (B)(6) 2006; implantable pacing lead (B)(6) 2000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.